Event description:
The customer reports that one patient generated a falsely elevated architect ipth assay result on an architect i1000sr analyzer. The patient was referred to an endocrinologist. Additional testing was performed and all results were within normal limits. There were no adverse outcomes associated with this issue.

Manufacturer narrative:
(B)(4). Abbott has confirmed that a performance shift in the architect intact pth assay has the potential to generate falsely elevated results on patient samples. A product recall has been issued and the investigation has identified instability of the architect intact pth calibrators to be a major contributor to the observed increase in patient sample values. As of may 7th 2014, reduced expiration dating has been implemented for the rest of world (row) architect intact pth calibrators (list number 8k25-01 starting with lot 03214c000) to correct the issue. Architect intact pth controls (list number 8k25-10 starting with lot 03114c000) are manufactured from the same matrix material as the calibrators. Therefore, both row architect intact pth calibrators and controls listed above will have a reduced expiration dating. Implementation of architect intact pth calibrators and controls with reduced expiration date (shelf life) will return the product performance to package insert claims.